Event description:
On (B)(6) 2014, it was reported to animas that the pump allegedly had a keypad issue. The reporter stated that the ok keypad button was intermittently unresponsive. No additional information was available. There was no adverse event associated with this complaint. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1: date of submission 04/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad was intact with no peeling or tearing. All of the buttons on the keypad were fully responsive and there was no contamination found when the keypad was removed. The pump case was removed and there was no evidence of moisture or loose components inside. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump was not available for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.